Manufacturer narrative:
(B)(4) evaluation statement: the reported event of channel disconnects could not be confirmed, however per the tpc site summary, may be related to the customer¿s cleaning practices. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit by bd representatives, biomed reported channel disconnect issues. There was no report of patient involvement.